Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. An 'air in line detected' was found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the most probable cause was the air detector. The air detector was replaced. The reason for return is related repeat-repair to a past service.

Event description:
It was reported that the device is alarming air in line when there is no air in the line. Event occurred during testing, there was no patient involvement.